Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2011, inratio: 1.1, reset inratio: 4.8, inratio2: 2.5. All results done within 5-10 minutes.

Manufacturer narrative:
Pending.